Manufacturer narrative:
Return requested for suspect universal violet navlock tracker on (B)(4) 2016. On (B)(4) 2016 a medtronic representative, following-up at the site, reported that the drill-bit worked in all other navlock trackers. System is fully functional. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site in (B)(6) that their violet navlock tracker was damaged. The tracker was binding with a navigated drill bit. No further details regarding the damage, or how it occurred, were provided. Replacement was requested. There was no patient present when this issue was identified.